Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by cts with resetting the pump, and no recurrence of malfunction code was observed. Customer was advised to continue using pump and to call back if any malfunction codes recur, which was acknowledged and understood by the caller.